Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular capture threshold tripled. No intervention was performed. No further information is available.

Event description:
New information revealed that the elevated thresholds were discovered during an in-clinic follow-up. No intervention was performed.